Event description:
The pt called lfs alleging that their one touch ultra meter would not power on. Senior medical affairs specialist spoke with the pt in 2004 to obtain add'l info. The pt was unable to test for three days. Pt attempted to replace the battery and test throughout the three days, however, the meter would not power on. Even though they were prescribed a sliding scale regimen, they took insulin based on a set amount regimen since they were unable to test their blood glucose. On the evening of the third day they started feeling low at around midnight. They attempted to test with another meter, however, the meter would not power on either. They mentioned that they had never replaced the battery in the back up meter. Later that evening they experienced a seizure and their friend contacted emergency services. The paramedics arrived shortly thereafter at 4 am. A reading of 47mg/dl was obtained on the emergency medical tech meter. Pt was administered glucose IV and their blood glucose level was elevated to normal levels. They were not taken to the hosp. The customer service rep discovered through troubleshooting that the battery contacts were corroded. The csr confirmed that the battery was replaced less than 1 year ago, the battery was installed correctly, and the correct brand of test strips was being used. Co does not have enough info to conclude that the corrosion of the battery contacts was due to a meter malfunction or to use error. Nevertheless, the pt did suffer a serious injury. Pt's meter was replaced.